Manufacturer narrative:
The customer¿s report of a ballooned silicone segment was confirmed. Visual inspection observed a ballooned bulge approximately 1/2 inch long on the silicone segment tubing directly below the upper fitment. Functional testing was performed; the observed bulge segment deflated due to the relief in pressure and the fluid was observed to flow through the set via gravity and exit the distal luer as expected. No ballooning or any issues were observed during this process. An infusion test was performed. The infusion was completed with no balloon issues or alarms noted. The set was then pressure tested and the earlier observed bulged segment started to balloon at approximately 5psi in which further pressure testing was ceased. The root cause of the balloon in the silicone segment could not be identified.

Event description:
The customer reported ballooning of the silicone segment portion of the tubing. The nurse had just changed the tubing due to a bulge in the silicone segment of the previous tubing, and the new tubing bulged almost immediately. There were no ivp meds given on the new tubing. There was no patient harm reported.